Event description:
The user facility reported that they experienced three separate bowel perforations sometime in the three weeks period leading up to (B)(6) 2012.

Manufacturer narrative:
Olympus (B)(4) inc. Representative visited the user facility on (B)(4) 2012 and was informed that the user did not allege the colonoscope to be the cause of the pts outcome. The exact dates of the reported events were not reported. All three pts were examined by three different physicians in three different rooms and used three different colonoscopes but the user facility did not provide the specific model and serial number of the device. All three pts required additional surgical intervention to treat the bowel perforation. There were no devices returned to olympus for evaluation. The current condition of the pts is unk. The exact cause of the pts outcome could not be conclusively determined. If additional info is received at a later time, this report will be supplemented. This report is one of three reports. Cross reference MFR report number 8010047-2012-00037 and 8010047-2012-00038.